Manufacturer narrative:
(B)(4). (Device b): other # = g9k10t (batch #); exp date = 03/29/2015. (Device b): 4/29/2010. (B)(4). The analysis results found that device s a and b were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device was shooting clips out. A second device was pulled. Once the second device had been placed down the trocar, the clips were not firing correctly. They were not formed correctly. A third device was used to complete the procedure. There was no patient impact.